Event description:
It was reported that three months post operative of a colon procedure, the patient returned with a leak. No further details have been provided. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional followup: what color cartridge(s) were used? During the sleeve, he used green, gold, blue on the remaining of the firings (all with buttressing). During revision, all green. Was buttress material used? Seamguard. Were there any anomalies during the initial case? No, passed the leak test. How are the patients currently? Believed to be good. Are the patients expected to have a full recovery? Yes. No further information is known.